Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. The biopsy channel tested positive for two (2) colony forming units (cfus) of filamentous mold, and the auxiliary water supply channel tested positive for two (2) cfus of unspecified germs. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the investigation is in process. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological analysis report indicated the channels of the scope were cultured. Less than one (1) colony forming unit (cfu) of revivable micro-organisms were identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was then returned to an olympus service center for evaluation. During inspection and testing, service found there was a leakage from the mouthpiece pin, the insulation resistance value at the distal end was out of specification, the light guide rod lens was cracked, the charge-coupled device cover lens was cracked, the adhesive on the bending section cover was detached, the switch button #1 was cut, there was play in the angulation knob, and the bending angle was out of specification due wear of the angulation wire. The customer provided their cleaning, disinfection, and sterilization processes. The scopes are pre-cleaned by aspirating water through the instrument/suction channel. The air/water channel and the auxiliary water channel are also flushed. The detergent used for pre-cleaning is aniosyme dd1 (non-olympus). The instrument/ suction channel, the suction cylinder, the instrument channel port, and the distal end of the scope are manually cleaned with an albyn medical (re: an1865023, an275000) brush using aniosyme dd1 detergent. The scopes are not manually disinfected. The automated endoscope reprocessor (aer) used is a soluscope series 4 (non-olympus), using soluscope cln detergent, and soluscope paa disinfectant. Scopes are stored in a non-olympus drying cabinet (dsc 8000). Olympus is the maintenance company for the scope. The scopes are not sterilized. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional details regarding the customer culture results were added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.